Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal unknown drug via an implantable pump for spinal pain. It was reported that hcp was reporting seeing a noncritical memory error when reading the pump. The hcp said the pump was also alarming consistent with the non-critical alarm. The patient apparently had a refill last week and the low reservoir alarm was occurring and continued to occur after the update. It was confirmed there were no logs indicating a memory error. Technical services reviewed with the new tablet software that the low reservoir alarm would need to be silenced manually. Technical services also recommended updating the pump to silence the alarm and then re-reading to check for any other alerts or an active alarm. The rep did not have the hcp on the phone but was going to call her back.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.